Event description:
Removal of endosseous dental implants. Four implants were placed in class ii bone on 3-3-97 during a complex procedure. The clinician reports that the bone was thin in the area. The implants in sites #19 and #21 were removed on 3-27-97 due to pain, bleeding and swelling. The clinician attributes the failures to infection.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.